Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device. The patient's father stated, on the night of (B)(6) 2022, the patient received a low alert from her cgm. Shortly afterwards, before her parents were able to respond, the patient lost consciousness due to hypoglycemia. The patient's parents then called for an ambulance. The cgm was alleged to be reading inaccurately at the time of the incident as the low alert threshold was set to 80 mg/dl, while the patient's blood glucose meter value reportedly read 12 mg/dl at the time of the paramedics' arrival. The blood glucose value of 12 mg/dl was confirmed by a second measurement. Paramedics treated the patient with IV glucose and then transported her to the hospital where she remained overnight for observation. At the time of the report, the patient was reported to be in good condition with no lasting complications associated with the incident. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.